Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the nurse called in with a question about the device having a reset. A transmission was reviewed showing most likely only reset was (B)(6) 2010 resulting in clearing of diagnostics and no parameter changes. The device remains in use. No patient complications have been reported as a result of this event.